Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio integrated electrosurgical generator unit (iesu) would not sense neutral pad. System was not connected to system software access review. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked caller to send pictures of error logs and also picture of iesu main screen. Dual pad icon was showing on generator, error codes indicating neutral pad error were present in logs. The tse asked caller to verify they were using a dual pad on patient, caller verified that was correct. The tse requested caller to check pad on arm of nurse or herself, caller stated they did prior to call and neutral pad icon was still red on screen. Neutral pad had also been replaced but no improvement. The tse requested caller to try another cable, caller stated they already tried several cables prior to call, no improvement. The tse asked if a factory new cable was available, caller stated it was not. The caller stated neutral pad and cable had been connected to a third-party generator at customer site, and then no issues occurred. Tse asked if there seemed to be any mechanical issues/blockage when attaching neutral cable to connector on iesu, but the caller stated it was not. The tse asked if customer have an external force triad generator to use, but the caller stated they did not. The case was converted to a laparoscopic surgery.isi followed up with the initial reporter and obtained the following additional information: it did not cause the addition of a port or widening of the incision.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). The reported malfunction was confirmed. The OEM investigation found a defective nessy 2 board.

Event description:
Refer to h10/h11 for follow-up information.